Event description:
The customer reported experiencing unexplained high blood glucose for one day. The blood glucose reading at time of call was 282 mg/dl. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming on the insulin pump was correct. Ran a fixed prime test and passed. Performed a high pressure test and failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.